Event description:
Medical affairs spoke to the pt in 2004 and obtained/verified the following info: pt called lfs and alleged that their meter prompted an error 1 message while attempting to test. The pt said it was the first time they obtained that message on the meter. The pt stated that they felt weak and dizzy at the time of testing. This was at approx 7:00 a. They took their insulin (set amount) and then phoned their friend, who came over immediately and tested the pt with their meter. The result was 299 mg/dl. The pt was driven to the hosp where the result was 316 mg/dl. The pt was given insulin and released later that night. Based on the info reported, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to the pt suffering a serious injury. The pt was already experiencing symptoms when attempting to test. The pt was able to obtain a result, which allowed them to seek necessary treatment. The meter has been replaced for the pt. No further info has been reported.